Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was cosmetically damaged and the trigger moving parts did not move smoothly. The device also failed pretests for markings and check for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.

Event description:
It was reported that the battery reamer device lower part of the trigger was not moving smoothly. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: the date device returned to manufacturer has been updated to reflect the correct information. Upon further investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the device did not move smoothly and the device had cosmetic damage. It was noted that the trigger was stuck, and the housing marking peeled off. The device also failed pretests for markings and check for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.